Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was related to device being inadvertently programmed too high. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient was admitted to the hospital with gastrointestinal (gi) symptoms including, nausea, vomiting and diarrhea. The patient experienced extraneous stimulation when they vomited. Per the opinion of the physician, the root cause of the symptoms was overstimulation. The patient's device was down titrated to its lowest output and the stimulation resolved. Reducing the device output was also intended to eliminate the variable that the patients gi symptoms were being worsened by barostim as that was a concern for the physician. The patient was discharged on 1(B)(6), and was feeling better.